Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of low voltage alarms while connected to mobile power unit (mpu) power were confirmed via log file analysis. The submitted log file spanned approximately 2 days (B)(6) 2019 ¿ (B)(6) 2020 per timestamp). On (B)(6) 2020 at 11:48:01 and 11:48:22, low power advisory and low power hazard alarms activated when the rsoc value of the black cable dropped to ~1.5v from the expected ~12v while connected to the mpu. The alarms resolve approximately 25 seconds later when the rsoc value returned to the expected ~12v. Pump operation was not affected. The mpu was not sent for analysis. There was no further information available regarding the low voltage alarms. The root cause of the low voltage alarms could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient called the hospital due to a backup battery fault alarm at night. The clinic checked the connection of the internal battery but the issue persisted. The backup battery fault was confirmed via log file analysis and the internal battery was exchange. Further review of the log file revealed atypical low power alarms while the controller was connected to the mobile power unit (mpu). The relative state of charge (rsoc) signals of both cables dropped to the low power levels. The mpu did not completely lose power and the backup battery was not needed. No further information was provided.